Event description:
The customer contact reported during initial testing at the user facility prior to patient use, the device touchscreen was found to be not working. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device touchscreen was found to not respond when pressed. This report represents all the information known by the reporter upon query by hospira personnel.